Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, when the surgeon was in quad mode, the system was acting as if it was in the epi mode. The phaco tip and handpiece were switched out, but this did not solve the issue. The system was shut down and rebooted. The system primed and functioned normally, then all of a sudden when the surgeon was completing the case, he went into viscoelastic mode and the settings changed to another surgeon. The procedure was completed successfully. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).